Event description:
Laser was being used during a procedure. During use it stopped functioning. The laser fiber was then replaced and it functioned without issue for the rest of the case. FDA safety report ID # (B)(4).